Manufacturer narrative:
Findings: pump had blank display due to moisture damage on lcd board and mb. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been dropped. The button on the insulin pump did not work so they took out the battery. When they reinserted the battery the insulin pump would not turn on. The customer¿s blood glucose level was 96 mg/dl. There was no visible damage on the insulin pump. They were unable to troubleshoot because the insulin pump would not turn on. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.